Manufacturer narrative:
The date of the event is unknown. The procedure date was used.

Event description:
It was reported that a stroke occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 21mm watchman laa closure device & delivery system (wds) were used. On (B)(6) 2018 the closure device was successfully implanted in the laa of the patient. There were no complications with or during the procedure. On an unknown date within a week of the successful implant the patient suffered a stroke. The patient present with left sided weakness. It was determined that the patient suffered an ischemic stroke and remained in the hospital. The patient was discharged home on (B)(6) with no known residual effects.